Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that during product analysis of the extension a fracture was found.

Manufacturer narrative:
The reported event for wire fractures was confirmed. Root cause of fractured wires is consistent with damage that occurred while the extension was in vivo.